Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump displayed alert 39 indicating an insulin shaft encoder failure, persisted after multiple restarts, and prevented a rewind with ¿unable to proceed¿ messages despite use of a new cartridge and connector and visual inspection showing no obstruction; the device was shut down and replaced, and the patient used injections in the interim while blood glucose was unaffected. No reported symptoms or adverse clinical events. Outcomes included no clinical impact and continued glucose monitoring via cgm. Investigation included troubleshooting with restarts, cartridge and connector replacement from a different lot, user inspection of the insulin chamber, device replacement logistics, and receipt and inspection of the returned device. Investigation of this case revealed a malfunction involving the insulin delivery mechanism consistent with an encoder-related failure of the pump¿s insulin drive system. It was concluded that the cause was a device malfunction consistent with component failure of the insulin shaft encoder.